Manufacturer narrative:
Based on the information provided, review of the surgical technique manual, IFU, certificates of analysis and fmea, there is no indication of device failure and no indication that the device was out of specification. The most probable root cause is a malpositioned implant.

Event description:
In (B)(6) 2015, the patient underwent a right side si joint arthrodesis where three implants were placed. The patient had leg pain following the procedure due to the second implant being malpositioned. One week following the initial surgery, the surgeon performed a revision surgery where he removed the second implant and replaced it with a shorter implant in the same hole. The surgery was completed without complications. The patient's pain symptoms improved following the revision.